Manufacturer narrative:
The insulin pump had operating currents within specification. There was intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated they have removed and replaced the batteries but that it did not resolve the issues. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 92 mg/dl at time of reporting. Nothing further reported.